Event description:
According to the reporter, during an open emergency appendectomy procedure, the device was unable to fire. The surgeon was unable to press the green button and unable to squeeze the handle. The reload was replaced to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.